Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were performed to resolve the issue. There were no patient consequences.